Manufacturer narrative:
Result: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.

Event description:
Boston scientific crm received info that this lead was exhibiting decreased impedance measurements with poor sensing and intermittent loss of capture. Further info was received a month later that the lead was abandoned and the second lead was attached to the device and is working well.